Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. A device diagnosis of ins migration and clinical diagnosis of a painful ins site was reported. The patient reported on (B)(6) 2017 that the ins was snagged when pulling on jeans and caused multiple problems including pain at the ins site, movement of the ins in the pocket, difficulty charging, loss of pain relief in one leg, and a pulsating electrical shocking sensation in the buttocks and back. Imaging performed on (B)(6) 2017 found no fracture or migration of the leads. On (B)(6) 2017, the patient reported the pain at the ins site was aggravated by the waistline of her pants. An impedance check on (B)(6) 2017 was "good". The ins was repositioned on (B)(6) 2017. Additionally, the pain coverage was trialed with the left lead at multiple locations and it was found that the pain coverage was best with the tip at t8 (where it was at initiation of the surgical procedure). The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the ins site was still uncomfortable on (B)(6)2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was specified that a revision of the pocket and leads occurred on (B)(6) 2017. The ins was moved to the right rib cage area. The event resolved without sequelae.